Event description:
It was reported that a canine underwent eye surgery on an unknown (B)(6) 2013 and suture was used. The animal returned on (B)(6) 2013 with post operative suture breakage.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Corrected information: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.